Manufacturer narrative:
H3: the phenom 17 catheter was returned for analysis. The catheter tip and marker were examined; no damages were found. A tear was observed at 57.0cm from the distal tip. No other anomalies were observed. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The water was found leaking out from the damaged location (a tear). Based on the device analysis, the customer complaint was confirmed, as the water was found leaking out from the damaged location (a tear). However, the cause could not be determined. Concerto pusher damage was observed. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that phenom 017 leaked during preparatory flushing. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The microcatheter was flushed as indicated in the IFU. A defect was detected during preparation. Water leakage occurred when flushing with saline, so the microcatheter was not used. No patient symptoms or complications were associated with this event.